Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -9.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to angle closure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received - the reporter indicated the lens was explanted due to excessive vaulting, elevated intraocular pressure (pupillary block) and shallow anterior chamber. A yag was performed on the peripheral iridectomies and patient was given medication but it was unsuccessful, the lens was explanted. The patient's post-op best-corrected visual acuity was 20/25. Method: (process evaluation): device history record review. Result: (operational problem): visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. (No failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).